Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient was presented to the electrophysiology (ep) laboratory for an elective device replacement due to normal battery depletion. The device was replaced and successful defibrillation threshold testing was performed. During closing of the pocket, the device was delivering pacing pulses, however, pulseless electrical activity (pea) was identified. Despite cardiopulmonary resuscitation (CPR) and other emergency measures for 45 minutes, a stable pulse could not be established and the patient died. There were no allegations or complaints against the device's operation or functionality. The local representative commented that the patient had a number of co-morbidities. The physician believes that the cause of death was the result of cardiac stress brought on by the induction/conversion part of the procedure.